Event description:
It was reported the device was used during a gall bladder procedure. It was reported by the affiliate that some of the clips would not advance. It was also reported that some of the clips were spitting. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are liste below. Visual inspection and results: clips in jaw, ab good; condition of handle halves, ab good; crimp location ab, good; jaw condition, ab good; jaw position, ab open; number of clips, b 13; shaft condition, ab bent. Functional tests and results: anti-backup functional, a n/a b yes; could the instrument be cycled, a no b yes; number of clips fired, b 13. Based on the inquiry recieved and the visual examination, it was concluded that instrument a was returned with a bent tube, a bowed coupling assembly, and with no sodium sterate on the feed cam. Instrument b was returned with a bent tube, a bent kick off spring, and a bent feed bar. No testing could be performed due to the condition of the instruments returned. It was concluded that instrument a was missing sodium sterate, which caused the instrument to fire rough. No conclusion could be reached as to how instrument b had become damaged. The assembly location has been notified of this incident.